Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that prior to a case, the tech was preloading the devices. The first device was ejecting the clips. The second device, after firing, was taking approx five seconds to form the clip and the trigger and the jaws to return to the open position very slowly. Another device was used to complete the case. There was no pt contact.